Event description:
Customer alleged there is a stripped nut and bolt on the adj angle footplate - (B)(4). Sent out warranty order #(B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model t93ha, serial number/date code and age of product are unknown at this time. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The territory business manager stated that the nut and bolt on the t93ha front rigging, foot rests, are stripped. New product was sent out on warranty order #(B)(4). No injury alleged.